Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the system was restarted twice without success and the patient was moved to another room to complete the procedure. A philips service engineer inspected the system onsite and reviewed the log file. Analysis of the log file confirmed a defective bodyguard interface box (bib). The engineer replaced the bodyguard interface box and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has no more geometry. The device was in clinical use. The procedure was delayed. Philips has started an investigation of the complaint.